Event description:
It was reported that before an unknown procedure, there was a hole on the paper part of the package and the device could have not been kept in sterile condition. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Package was visually inspected and it was confirmed that a hole was present in the tyvek lid. The hole is at the edge of the device knob. Hole was examined under microscope, but it could not be determined if hole was caused from the outside or the inside. The batch record was reviewed and no anomalies were noted during the manufacturing process.